Event description:
It was reported the patient was experiencing intermittent charging. A replacement charging system was sent to the patient, however the issue persisted. Troubleshooting was also unable to resolve the issue. The patient was advised to consult with his physician. The patient indicated he has not had an appointment with his physician, but x-rays are to be taken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.